Event description:
Customer reported an issue with the pump's speaker functions being too quiet, making it difficult to hear alerts and leading to a lack of trust in the device. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to check the sound settings and conducted a test for the pump alert, which was still too quiet. Consequently, technical support decided to replace the pump. Customer will use multiple daily injections as a backup therapy and was advised on returning the pump and putting it into storage mode.